Manufacturer narrative:
Evaluated 2 open or used reservoirs. Performed pre-fill reservoir test per dop114-811. Found no air bubbles were observed during analysis. Checked o-rings for defects and none was found. Conclusion: no air bubbles. Also inspected reservoir¿s snap-caps width dimension per dop114-811 and d6014595. Also, using a new lab infusion sets connect found reservoir's snap-caps too loose to connect or lock.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles and also had too much pressure. The customer¿s blood glucose was unknown at the time of the incident. The reservoir will be returned for analysis.